Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/14/2016 with the following findings: during investigation, a visual inspection of the pump showed multiple cracks in the battery compartment. There was corrosion observed in the battery compartment. The battery cap was not returned; a test battery cap was used for all testing. A leak test was performed and a leak was found. Further testing was not able to be performed due to an unrelated blank display screen issue. The pump was opened and no further evidence of moisture was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.